Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. Right after the valve deployment, rapid atrial fibrillation occurred. Although the blood pressure had been maintained, dc shock at 100j was given, and the patient regained normal sinus rhythm.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with thv valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, and as documented in ew clinical technical summary for complaints- atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.